Event description:
It was reported that the physician had difficulty inserting the atrial lead into the pulse generator during implant. The lead was able to be inserted and was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.